Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. The patient had their system reprogrammed multiple times, but it did not resolve the issue. The patient plans to undergo surgery.